Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: the reported event, of a no-power issue, could not be adequately investigated due to a blank display issue; thus no conclusions could be determined in this regard. No findings pertinent to the reported event were observed in the black box data. Visual inspection revealed that moisture was present behind the display lens. Corrosion was found inside of the battery compartment. The battery compartment was cracked in several places. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank due to internal moisture damage. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and evidence of moisture ingress was observed on the display screen, display flex, display flex connector, and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens, and the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.